Manufacturer narrative:
(B)(4). Additional information requested and received: were there any difficulties with device noted intraoperatively? Unk. Was buttressing material used? No . Does the surgeon wait 15 seconds prior to firing device? Unk. What is the current patient status? Unk.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Photographic analysis: one photo was provided. The picture shows an qr monitor. In the monitor tissue can be visualized with some completed formed staples on it. No signals of bleeding can be noted. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were there any difficulties with device noted intraoperatively? Was buttressing material used? Does the surgeon wait 15 seconds prior to firing device? What is the current patient status?

Event description:
It was reported that the patient was reoperated because of symptoms of a leakage after a lap gastric bypass. The patient was operated on thursday the 14th of june and reoperated 16th of june. The surgeon found the leakage in the gastro-entero anastomosis. He isn¿t sure if it is the staple line of the first lateral staple fire when making the pouch (starting in the smaller curvature) or that is was the staple line of the gastro entero anastomosis. They use a linear stapler (ec60a) with blue reload for g e anastomosis and then close it hand sewed with v-loc suture. They sew it double, from left to right and back again. You can see on the attached picture where the leakage is. Unclear whether it is the staple line or the hand sewed line. Fixed the leakage with suture during re-operation.